Event description:
Per complaint form, diagram gives indication of problem with tubing connector. Follow-up findings: no more result after inflation, x-ray showed ruptured tubing. Leakage at or near port tubing connector.